Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother stated that she called the paramedics to treat the customer for low blood glucose levels. No blood glucose reading was reported. The mother stated that she found the customer unconscious prior to calling the paramedics. Troubleshooting revealed that the customer had taken several boluses prior to the event, that added up to 22 units. The mother was unable to further troubleshoot during the phone call. The customer's father later called and he wanted the insulin pump replaced.